Event description:
The customer reported the system is not producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the camera needed to be replaced. Camera on order. This MDR is related to ge healthcare.